Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The product support assisted the customer with remote troubleshooting. The customer was advised to replace the flow sensor. Per customer feedback, replacing the flow sensor corrected the reported problem. Failure analysis on the returned gas delivery system (gds) showed that there was no fault found on gds. Testing revealed all measured values to be within specification. Unable to replicate reported failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification testing (pvt), the v60 ventilator failed the air delivery/airflow accuracy test. There was no patient involvement.